Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had bolus wizard issue. Customer's blood glucose at time of incident was unknown. The customer was assisted in reviewing setting sin set up wizard. The customer's father denied troubleshooting and stated he will call health care provider to contact the helpline. The customer's father reported via phone call that son had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. The customer's father stated his son is in the hospital not because of the pump. Customer stated the pump doesn't give the correct amount and under-gives insulins.